Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies and corroded battery tube. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to determine unresponsive keypad and alarm anomalies due to moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received keypad anomaly, audio anomaly and blank display. The customer¿s blood glucose level was unknown. The customer reported that they did not press a button down for 3 minutes or longer. It was reported that the insulin pump started beeping constantly and also received blank screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.